Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received a questionable vancomycin result for one patient on their integra 400 plus analyzer. The patient's initial vancomycin result was 56.78 ug/ml. This result was blocked by the customer and not reported outside the laboratory. The sample's first repeat result was 15.14 ug/ml. The second repeat result was 15.25 ug/ml. The third repeat result was 14.91 ug/ml. The patient was not adversely affected by this result. The vancomycin reagent lot number was 664876 and the expiration date was not provided.

Manufacturer narrative:
A definitive root cause could not be determined. The field service representative came on site and changed the some parts on the analyzer. All of the cuvettes were also changed. No further issues were noted by the customer.